Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814pl) was implanted on (B)(6) 2026 without issue. The patient had swelling around the incision site. On (B)(6) 2026, a follow up computed tomography (CT) scan revealed that the siphonguard had detached from the body of the valve. The valve was explanted and replaced on (B)(6) 2026.